Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 85 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 179mg/dl, (B)(6) 2016, 09:55pm, fasting: yes. 202mg/dl, (B)(6) 2016, 05:56am, fasting: yes. Adverse event not reported.